Event description:
It was reported the device had "power issues". No patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The investigator attempted to power the device on but was unable. The housing was removed and internal examination was performed. The examination showed the power switch was worn. The connection between the switch and printed circuit board was damaged. The issue was determined caused by wear to component. Since the device was manufactured (1998) the power switch design was updated to better withstand daily use.